Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue; no tones or vibration prior to powering off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during investigation, a review of the pump history showed no evidence of power issue recorded in the black box. There were several call service alarms recorded. There was no information recorded in the black box or history after (B)(6) 2013. The battery compartment was observed to be cracked. There was no corrosion in the battery compartment or the battery cap. The threads on both battery compartment and cap were intact and the cap was able to fully tighten to the pump. No loss of power was observed during testing. The battery cap height and width measurements were found to be out of required specifications. During testing, the rewind and load steps were attempted; a call service alarm was emitted; a 24 hour test was unable to be completed. Testing revealed that the pump motor had failed. Unrelated to the complaint, evaluation revealed that the pump had no vibratory function. The vibrator motor contacts were found to be misaligned; the contacts were realigned and the vibration function was restored. Also unrelated to the complaint, evaluation revealed that all of the keypad buttons were intermittently unresponsive. There was no damage observed to the keypad. The keypad was removed and there was evidence of contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.